Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with lead noise on the right ventricular lead. Isometric testing did not reproduce the noise. Programming changes were implemented. The patient was in stable condition.